Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015, to report that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.